Event description:
Adverse event(s): "no info" (no info). Product problem(s): "loss of energy output" (output energy incorrect). Surgeon reported to local field engineer that the laser lost energy output from laser head. No info is available regarding pt involvement or if the event occurred during surgery. Further event details have been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).